Manufacturer narrative:
The device was evaluated by a draeger service technician. The device performed to specification and passed all ventilator tests. No device failures were noted. Although within specifications, the inspiratory flow regulator was found to be operating close to the tolerance limit. This would not have affected manual ventilation as the inspiratory flow regulator only utilized during mechanical ventilation. It was reported by the initial reporter that there were no problems ventilating the pt in mechanical ventilation mode.

Event description:
It was reported that during a case, the doctor was having difficulty ventilating the pt in manual ventilation mode. The peak breathing pressure started increasing and would not decrease. The doctor also tried ventilating with an ambu bag but was still having difficulty. The doctor inserted a chest tube and it was reported that ventilation became easier. The case was completed. There were no problems noted when the pt was ventilated using mechanical ventilation on the anesthesia machine. It was reported that 2 days after the case, the pt had not regained consciousness and the pt appears to be neurologically compromised.